Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the lead was explanted due to oversensing with shock delivery. It was furthermore reported that the patients prior lead was explanted due to twiddlers syndrome.